Event description:
It was reported that pump screen was broken, with touchscreen described as unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor organized replacement pump, with no additional information available regarding further actions or outcome of event.